Event description:
Peg tube was found lying on bed without an inflated balloon.======================manufacturer response for 18 fr gastrostomy feeding tube, (brand not provided) (per site reporter).======================representative will retrieve item.